Event description:
It was reported to philips that, after the use of electrodes/pads, the patient developed skin burns. The severity of the patient skin burns are not known at this time. Additional details have been requested.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The customer did not provide the involved pads to philips for analysis and the pads were not available to be evaluated by a philips authorized service provider. The customer provided a picture of the burn. A philips clinician examined this case and the image provided, which indicates possible reddening of the skin as described in the philips m3713a heartstart adult pads instructions for use (IFU). The philips m3713a heartstart adult pads IFU provides the following warning: ¿misuse or misapplication of any electrode pad may result in patient burns or ineffective therapy. Note: reddening of the skin is normal.¿ philips was not able to confirm the malfunction. As the clinician review of the image indicated "possible" reddening of the skin, and the involved pads could not be evaluated by philips, the cause cannot be determined. The heartstart xl defibrillator remains with the customer. H3 other text : the involved pads were not available for evaluation by philips.

Event description:
It was reported to philips that, after the use of electrodes/pads, the patient developed skin burns. The skin burns occurred during a stable elective procedure. The doctor used the device after extracardiac surgery. After the end of defibrillation treatment, the pads were removed and burns were found. The user did not replace the pads during defibrillation. Shocks were provided through the pads to the patient 3 to 5 times. The patient did not require treatment for the skin burns.